Event description:
It was reported that during a sigmoidectomy procedure, after the jaw was closed, the firing trigger could not be grasped on the way of the first firing. Although some staples were formed properly, the other staples were unformed. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.